Event description:
The facility reported an infusion pump with a failure code. The customer stated this pump was not involved in a patient incident this time or since the last service by baxter. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.